Event description:
Event description guidant received information that this right ventricular lead exhibited high thresholds, resulting in loss of pacing output. The cause of the high thresholds could not be determined through thorough lead testing. The decision was made to program the output to 7.0v and schedule a replacement procedure.